Event description:
Rn(registered nurse) administered insulin. Attempted to use the self-cappinig safety feature. When she pushed the safety feature up with her thumb, it went slightly to the side and her thumb on her left hand went straight up and made contact with the tip of the needle, creating a puncture. Source profile labs done, no exposure identified. Several instances of dirty needle sticks with this syringe. Had the patient had a blood-borne pathogen, the outcome would have been very different.